Event description:
It was reported that an ilet user experienced a temporary loss of glucose data from the integrated fsl3+ sensor after showering, which led to signal loss on the ilet for approximately 30 minutes until the user rescanned the sensor and restored readings. Symptoms included no reported adverse physiological effects. Outcomes included a brief interruption of dosing due to loss of cgm signal, after which normal operation resumed. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that rescanning the fsl3+ sensor on the ilet application restored cgm communication and glucose display. It was concluded that the event was consistent with transient cgm communication loss, and device function recovered with standard troubleshooting.